Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation burning and melting of the plastic distal end cover (c cover) at the forceps port, this was due to a burn. Event 2: the forceps cannot be inserted nor removed, due to a dent on channel tube, the forceps cannot be inserted smoothly. Additionally, during inspection and evaluation it was discovered that foreign matter was found within the nozzle. The following events were identified during evaluation and are as follows: (a.) Due to wear of angle wire, bending angle in up direction does not meet the standard value, (b.) Due to wear of angle wire, the play of u/d knob is out of the standard value, (c.) Adhesive on bending section cover (a-rubber) had a chip, (d.) Adhesive on a-rubber had a crack, (e.) Due to clogging of nozzle, water removal ability does not meet the standard value, (f.) Adhesives around objective lens has white-clouded area, (g.) Adhesives around lg lens has white-clouded area, (h.) The connecting tube had a scratch the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope experienced the improper insertion of the treatment. It was unknown when the event took place. There was no report of patient or user harm associated with the event. Subsequently the device was returned and evaluated and it was discovered foreign matter was found clogged within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.